Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could not get telemetry with the remote monitor. Troubleshooting steps were taken to no avail. The patient was referred to the clinic to rule out an issue with the implantable pulse generator (ipg). The ipg was explanted and replaced. The patient has a new monitor. No patient complications have been reported as a result of this event.